Event description:
It was reported that at the last pump refill on (B)(6) 2013, the concentration of the morphine (confirmed from the compounding pharmacy) was 9 mg/ml. The programmed concentration was left at 4.5 mg/ml. The concentration and dose had remained constant. It was reviewed that the patient was receiving a dose of 4.948 mg/day instead of 2.474 mg/day. The representative noted that the patient was ¿doing great at that actual dose.¿ a pump replacement due to normal longevity was scheduled tomorrow ((B)(6) 2013). The doctor did not normally aspirate the catheter, and there would more than likely be a back table prime of the new pump with the same actual concentrations. It was recommended that programming should be corrected, and the physician should be notified of the dose the patient had been actually receiving. The medications infused were morphine 9 mg/ml and baclofen 2000 mcg/ml. The representative reported on (B)(6) 2013 that no symptoms occurred. The patient was doing well post-surgery.

Manufacturer narrative:
Concomitant products: product ID 8575, lot # n087324, implanted: (B)(6) 2007, product type accessory; product ID 8709, lot # l55007, implanted: (B)(6) 1998, product type catheter; product ID 8840, lot # unknown, product type programmer, physician. (B)(4).